Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the returned product identified signs of repeated use. The device has fractured down the middle and the post has also fractured off. Review of the device history records identified no deviations or anomalies during manufacturing. The device has a potential field age of 10+ years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the poly trial broke. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.